Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked, and all pm's were completed and no discrepancies found. Affected amount: 1pc. Aquacel ag+ extra 15x15cm was manufactured under system application product (sap) material code: 1708334 and manufacturing lot number: 0c03968. Lot # 0c03968 was sterilized under lot# 1242009111, and released on review of results of sterilization. All the results were within specification and the products were released. The production process in process testing, and packaging of products was run in accordance with process instructions (pi) for machine doyen 4. A visual inspection performed in accordance with testing method (tm) was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0c03968. This is the only complaint for the affected lot registered within the complaint handling system. A photograph has been received for this complaint and has been evaluated in accordance with work instructions (wi). The photograph confirms the complaint issue. The photograph shows some darker patches on the dressing. It appears that it could be excess silver on the dressing from the textiling process. However, no physical sample is being returned therefore it cannot be confirmed what the contamination is. Operations have been made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported, ¿there was mass inconsistencies issue (blue ink on the dressing)." The product was not used. A photograph depicting the reported complaint issue was provided by the complainant.